Event description:
The customer reported to olympus, the visera elite video system center¿s power stopped turning on. The issue was found while trying to pick up a foreign object with a scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video system center was having intermittent power. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.